Manufacturer narrative:
The device has been received for evaluation; however, device evaluation is not yet complete. A supplemental report will be filed upon completion of the evaluation.

Event description:
It was reported that the customer received multiple unspecified alerts and alarms. Subsequently, although the pump was flashing it was noted to otherwise be unresponsive. Upon connecting the pump to a power source, the customer observed the pump turn on and the battery deplete from 40 to 0% charge. The pump subsequently shut off and despite charging the pump for over an hour, the pump remained unresponsive. The customer's blood glucose level was 300 mg/dl. The customer administered insulin via an alternate pump. Reportedly, the customer would use the alternate pump as alternate insulin therapy.